Event description:
It was reported that the pt lost his residual hearing and was fitted with only electrical stimulation. The pt does not benefit from his implant anymore. Re-implantation surgery, with a different electrode array, is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.